Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a missed meal announcement; no occlusion or dosing stopped alerts occurred, and the user was instructed to perform a site-only change and to allow the algorithm to correct rather than announcing a late meal. Symptoms included high blood glucose with a peak of 342 mg/dl. Outcomes included no reported injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included customer interview, device-use review via bionic report, and assessment of infusion site management. Investigation of this case revealed user-related use error due to a missed meal announcement in the context of concern for hypoglycemia at 79 mg/dl, followed by education on the pump¿s target range and correction guidance. It was concluded that the event was attributable to user use error with device performance within specifications, and the user received troubleshooting and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.